Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the pod had been worn between 36 and 48 hours when the patient began feeling unwell and exhibited symptoms consistent with diabetic ketoacidosis (dka), prompting medical attention on (B)(6) 2026. The patient's symptoms included vomiting and general malaise and was diagnosed with mild dka during the visit, which lasted approximately 12 hours before being discharged the same day. Treatment included intravenous insulin and medication to manage vomiting. The patient's mother removed the pod from their arm and placed a new pod prior to going to the hospital due to high blood glucose levels, which reportedly reached up to 20 mmol/l (360 mg/dl). The high glucose was treated with an insulin pen before seeking medical care.